Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test there were discrepant testing results. A second covid test via different brand had an opposing result. There was no report of adverse patient impact. (B)(4). It was reported the customer got different test results between the bd at-home covid-19 test and another covid testing brand.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿ customer got different test results between bd at-home covid-19 test and another brand.¿ using the bd veritor at home covid-19 test (material # 256094), batch number 2006644. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed. The root cause could not be identified. Currently, there are no adverse trends identified for discrepant result. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported when using the bd veritor ¿ at-home covid-19 test there were discrepant testing results. A second covid test via different brand had an opposing result. There was no report of adverse patient impact. Eua# (B)(4). It was reported the customer got different test results between the bd at-home covid-19 test and another covid testing brand.